Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during preparation for surgery, it was found that gel was missing. The pad was not used. Initial eval of the returned sample found that the termination cover was missing, exposing the foil tab.